Manufacturer narrative:
Since the initial report was filed, the investigation into the vascular damage has concluded. The pump product and data logs were returned for analysis. The data logs revealed no issues during the support. The pump had a slight amount of damage to the outflow cage, but not enough damage to have caused vessel damage or tear. As such, the root cause of the vessel damage could not be determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The product has been returned for analysis. The pump data logs have also been returned for analysis. The analysis is on-going at this time. In addition, further clinical details inclusive of the pathology report are not yet relayed to abiomed. Upon completion of the investigation, a final report will be filed.

Event description:
A patient was admitted after a cardiac arrest in the community. Upon admission to the hospital, the medical team evaluated him and performed coronary angioplasty with stenting in 2 vessels. When his condition continued to deteriorate the team made choice to place an impella rp for right sided heart support, in combination with the intra-aortic balloon pump (iabp) and ventilator, that was supporting him. After 4 days of support the team decided to explant the impella rp. Upon explant the team observed what they thought to be venous tissue of approximately 2cm adhered to the pump. The tissue was sent for pathology. To date no vessel repair has been performed to the knowledge of abiomed personnel, nor has the pathology report been shared yet to confirm that the pump caused venous vessel damage.